Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient has been scheduled for system explant due to pocket erosion. The available information suggest that this patient device and lead system remains in-service. Despite the event description stating that the system remains in-service, boston scientific provided an explant date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.